Event description:
It was reported that during the deep brain stimulation (dbs) implant procedure the patient experienced feeling short of breath, queasy, and uncomfortable. The procedure was aborted, and no devices were implanted. The patient was stable and remained in the hospital for monitoring and was later discharged.